Manufacturer narrative:
On 5/18/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In the initial report, it was mistakenly omitted that the device was discarded. Since the device was discarded, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration/bottoming out. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 800cc mentor memorygel breast implant. The patient was undergoing surgery for implant displacement/bottoming out, and left side rupture was discovered intraoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2019 with allergan round smooth 800cc scx.